Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were 300-600 mg/dl, 600 mg/dl and 471 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. They did not mention any treatment related to high blood glucose level. . They reported that they experienced nausea as a symptom related to high blood glucose level. They also reported multiple motor errors on the insulin pump. They reported that they were able to rewind the insulin pump. They stated that the drive support cap appeared to be normal. They declined troubleshooting. The insulin pump will not be returned for analysis.